Manufacturer narrative:
UDI (B)(4). Per the instructions for use (IFU), valve malposition requiring intervention is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the cause of the reported too ventricular position of the xt valve with subsequent pvl cannot be confirmed. However, it is likely that patient factors (mild annular calcification), in addition to a fair coaxial alignment of the delivery system and valve may have led to the malposition and pvl. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
A 26 mm sapien xt valve was planned to be placed within a native aortic via the transapical approach. All parts of the procedure went as planned without any issues or complications until when the valve was deployed. The valve moved ventricular when it started to deploy. The operator advanced the valve forward in order to correct for the ventricular movement. Post deployment, the xt valve landed 40:60 aortic/ventricular (a/v) and had moderate to severe paravalvular leak (pvl). The xt valve was post dilated twice adding 1 cc of volume to the delivery system each time. The pvl did not improve. An aortic root angiogram was done to evaluate the valve. The heart team believed the valve to be too low and made the decision to place another valve higher. A new valve and delivery system was prepped and a new 26 sapien xt was deployed higher than the original. The 2nd valve landed 60:40 a/v. The valve and aortic root were evaluated on tee and angio. They rated the pvl as improved and mild. The heart team was happy with the placement and took the sheath out of the apex and closed the puncture in the apex. The patient remained stable throughout the entire procedure and there were no complications. The aortic annulus diameter measured 22mm x 30mm by with no annular calcification and mild leaflet calcification by CT. The aortic valve area = 531mm2. The coaxial alignment of the delivery system and valve was fair.